Manufacturer narrative:
Concomitant products: product ID: 399945, lot# v006291, implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 37742, serial# (B)(4), product type: programmer, patient. Product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type: extension. Product ID: 399945, lot# v006291, implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type: lead. Product ID: 37711, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type: extension. Product ID: 399945, lot# v474788, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 3708220, serial# (B)(4), implanted:(B)(6) 2013, explanted: (B)(6) 2013, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: extension. Product ID: 399945, lot# v474788, implanted: (B)(6) 2013, explanted: (B)(6) 2013-, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient was admitted back in the hospital on (B)(6) 2013 with sepsis. It was noted that the patient was fearful of the infection risk so they did not have the device put back in. It was noted that the sepsis was life threatening and the patient was on IV antibiotic for an extended period. It was noted that the patient thought that the infection came from bacteria in the surgical suite.

Event description:
Refer to manufacturer report # 3004209178-2014-02725 and 3004209178-2014-02733.

Event description:
It was reported that the patient needed a revision (B)(6) 2013, because the paddle lead for the right leg ¿went out¿ in (B)(6) of 2013. It was noted that the date was the soonest they were able to schedule the surgery to have the lead revision. The implantable neurostimulator (ins) and extensions were also explanted and replaced at this time. It was noted that after the revision, the patient took themselves to the emergency room on (B)(6) 2013, because they had a ¿huge red spot¿ on their back where the revision was done. It was noted that it ran all the way down the wire and was on their hip as well. It was noted that two days later when the patient was stabilized they took everything out. It was noted that at that time, the caller was still quite ill. It was further noted the new ins, lead and extensions were explanted due to a (B)(6) infection. The patient stated that they ¿had a massive (B)(6) infection from the revision in (B)(6) so they had to take it out.¿ it was noted that the manufacturer representative came and saw the patient. The patient mentioned that while recovering in (B)(6) 2013, they had to be on IV treatments for three weeks and now their right arm was ¿messed up.¿ the patient stated that their arm would ¿never be normal.¿ the patient stated that they had to have a ¿pic line¿ put in. The patient also stated that they had ¿the implant¿ since 2002. The patient noted that ¿they did a trial, put the regular one, and then changed the battery when we put in a rechargeable one a year or two later.¿ the patient stated that they ¿had like five surgeries regarding these [inss] and then [the patient] had this one and [the patient] was like ¿oh my god¿ [the patient] almost died.¿ it was noted that the patient was now in constant pain but did not want to have another implant placed for fear of another staph infection. The patient mentioned that they were in severe constant pain for years before they ever had the inss. The patient noted that they were a ¿life saver¿ for them and they ¿made [the patient¿s] life come back.¿ the patient noted that they could not sit down and this truly changed their life. Now that the device had been explanted the patient was back in constant pain. The patient was afraid to see their pain healthcare professional (hcp) because the patient knew they would just state to get the implant again. Additional information received reported that the manufacturer representative became aware of the infection on the date of the explant. The healthcare professional (hcp) asked the manufacturer representative to come and check that the patient¿s ins system was shut off. It was noted that the manufacturer representative was not in the operating room for the explant per the hcp¿s request. It was also noted that the manufacturer representative became aware of the lead revision about two-three weeks prior to the procedure. The manufacturer representative stated that the issue with the lead was that an impedance test was performed and the contacts on the right side of the lead were all out of range. Therefore, they were not giving stimulation. The hcp decided to just replace the entire system and upgrade the device. Additional information was requested but was not available at the date of this report.